Event description:
Customer reportedly obtained results of approximately 220 mg/dl on the aviva system and "90 something" on a professional device within 10 minutes . No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.